Event description:
As reported by our edwards lifesciences japanese affiliate, a patient who underwent a transcatheter aortic valve implant with a 23 mm sapien 3 ultra resilia (s3ur) showed increased ldh a week after procedure, and mechanical hemolysis was suspected. Anemia was also observed; and the event was considered as hemolytic anemia. Trivial paravalvular leak (pvl) was confirmed by echocardiography right after procedure. Prior to the procedure, the patient had preexisting left ventricular outflow tract (lvot) stenosis and preexisting mitral regurgitation. Both blood transfusion and medication were used to treat the hemolytic anemia. Imagery provided was reviewed by an edwards lifesciences clinical imaging specialist. The CT provided shows a small aneurysm of the sinus of valsalva on the non-coronary cusp side. The echo shows a trace pvl at the anterior medial side between the non-coronary cusp and right coronary cusp. Severe lvot obstruction with anterior motion of the mitral valve in systole was observed, with peak gradient of at least 82 mmhg. The clinical imaging specialist stated this may be a case of hemolysis due to acceleration of flow through the lvot toward the valve.

Manufacturer narrative:
Per the instructions for use (IFU), lvot obstruction in patients who undergo transcatheter aortic valve replacement is a well recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Obstruction of the left ventricular outflow tract can also be caused by patient factors (anterior mitral leaflet protruding into the lvot) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases, lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (preexisting lvot obstruction - worsening to severe post procedure) may have caused or contributed to this event. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Red cells may break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they may be destroyed due to defects in the cells themselves. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (acceleration of flow through the obstructed lvot toward the valve) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and updated h11. The sapien 3 ultra resilia valve remains implanted. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided for review, and the following was observed: post-deployment angiography shows paravalvular leak. CT measurements of the annulus (361.9mm2) shows that a 23mm valve was the appropriate size. Echo one-week post-deployment shows a trace pvl at the anterior medial side between the non-coronary cusp and right-coronary cusp. There is a severe lvot obstruction with anterior motion of the mitral valve in systole. This may be a case of hemolysis due to acceleration of flow through the lvot toward the sapien valve. The lvot obstruction is caused by a small hyperdynamic lv with basal septal bulge and systolic anterior motion of the mitral valve. The sapien valve is not contributing to the lvot obstruction. A device history record review was performed and did not reveal any manufacturing nonconformance that would have contributed to this event. A review of the lot history revealed no other similar returned events for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The paravalvular leak was confirmed based on provided imagery. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra resilia valve. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The procedural training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. As measured during review of the imagery, the patient had valve area 361.9mm2, which was within the recommendation range (338-430 mm2) for thv size 23mm, so the potential root cause of undersized valve was eliminated. Due to limited information provided, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment was previously initiated to investigate the cause and assess the risks associated with paravalvular leak with hemolysis. To address the issue, a corrective action preventative action was initiated to drive corrective actions.

Manufacturer narrative:
A supplemental MDR is being submitted per additional review of imagery received. After further evaluation of the imagery by an edwards lifesciences clinical imaging specialist; it was confirmed that the lvot obstruction was caused by a small hyperdynamic lv with basal septal bulge and systolic anterior motion of the mitral valve. The 23mm sapien 3 ultra resilia valve did not cause or contribute to the lvot obstruction. Per administrative review, the following sections have been updated: corrected h6 health effect-clinical code, corrected h6 device code, corrected h6 investigation findings, corrected h6 investigation conclusions, and corrected h11. The event is undergoing additional engineering evaluation. Investigation is ongoing.